Event description:
Possible loss of lv capture; refer to effective crt pacing episodes. Crt pacing is effective less than 90% of the time (0.0%). Delayed lv activation has been identified. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).